Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements. Upon conclusion of the investigation, the cause of the reported issue was undetermined. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain error 108 (night drain #8) alarm was identified in the log. A high drain alarm occurs when a patient has drained a volume equal to 200% or greater than the patient¿s prescribed fill volume. The alarm occurred on (B)(6) 2014 at 12:39:20. No additional information is available.

Manufacturer narrative:
(B)(4). Device was received and evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.